Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated atrial undersensing.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited a power on reset (por) occurred. Review of device date revealed additional por (B)(6) 2010 had occurred. The pors were due to issue with the firmware or related to the device operational content. Additional review of data revealed por is is an interaction between multiple features. It was also reported that device switched to unipolar sensing after the second por (B)(6) 2017 which resulted in atrial oversensing after the ipg was programmed to bipolar mode that led to the exhibited undersensing. The ipg settings were re-programmed. The ipg and atrial lead remain in use. No patient complications have been reported as a result of this event.